Event description:
Posteratively, the crystalens became dislocaded in the eye. Intervention was performed in order exchange the lens. The MDR decision was based on a lack of information concerning the cause of the lens dislocation.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.